Event description:
Event determined to be reportable based on analysis approved 06/17/2008: it was reported that during an carotid artery stent (cas) procedure, the stent was too long. The lesion was located in the left internal carotid artery (ica). The percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. The carotid wallstent 8.0mm x 36mm stent delivery system was advanced to the lesion, however, the physician noted that the stent was "too long for the lesion". The stent delivery system was removed from the patient. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good". Device analysis revealed a partially deployed stent.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 5mm. The stent length, as constrained on the device, was measured at 82mm which is within specification. No issues were noted with the returned unit which could have contributed to the reported event. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specifications. The cause of the partial deployment is unknown.